Event description:
Potential for injury associated with the seat upholstery stretching on the 9xdt manual wheelchair. This event could cause possible product instability and the potential for not permitting the chair to maintain its intended weight-bearing status.